Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the clamp device is essential to occlude the aorta and provide the necessary cardiac isolation required to perform minimally invasive cardiac surgery procedures. If the balloon bursts during a procedure, the heart would fill and warm, the operative site may be obscured and the procedure may need to convert to an open procedure. As reported, the balloon rupture occurred as the surgeon was sewing the last stitch into the atrium. There was no patient complications as the rupture occurred just before the procedure concluded. In this case, the root cause cannot be conclusively determined with the available information. However, this event was most likely due to procedural related factors. Per the instructions for use (IFU), "do not exceed maximum inflation volume of 40 ml as balloon burst may occur." Also, "do not add volume to the balloon based on a gradual balloon pressure drop as bursting of the balloon can occur. A gradual balloon pressure drop is normal, due to material relaxation of the balloon, and does not indicate loss of occlusion in the aorta." The IFU states, "proper surgical procedures and techniques are the responsibility of the medical profession. Described procedures are provided for informational purposes only. Each physician must determine the appropriate use of this device for each patient based on medical training, experience, the type of procedure employed, and the benefits and risks associated with device use." Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that the balloon of an intraclude device ruptured during a mitral valve repair procedure. 7cc's were added to the balloon throughout the case to keep it inflated. The inflation volume was per the instructions for use (IFU) and the pressure varied. At one point, the pressure went from 450 to 333 and dropping, in which the perfusionist alerted the surgeon and he asked to add 2cc's to the balloon. It then stabilized again. The balloon rupture occurred as the surgeon was sewing the last stitch into the atrium. There were no patient complications as the rupture occurred just before the conclusion of the procedure. A replacement device was not necessary to finish the case. No notable blood loss as result of the balloon rupture.

Manufacturer narrative:
Customer complaint of balloon rupture was confirmed. Device was returned with visible traces of blood and was examined in the biohazard area of the lab. Balloon was observed to be ruptured. Edges of rupture site appeared to match up. All through lumens were found to be patent without any leakage or occlusion. No other visual damage, contamination, or other abnormalities were found. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA(B)(4).